Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instruments related to this complaint to perform failure analysis. The prograsp forceps [471093-11/k10220104] was analyzed and found to have an input disk broken and another one cracked. Input disk #6 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts. The prograsp forceps [471093-11/k11211206] was analyzed and found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shaft #6. Additionally, the instrument failed mechanical engagement when placed in the system. Instrument input failed to engage with the sterile adapter in multiple attempts. The in-house system showed multiple 22020 error codes, indicating the installed instrument failed to engage. A review of logs showed no engagement failures. The monopolar curved scissors [470179-19/k11220810] was analyzed and found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shaft #6. Additionally, the instrument failed mechanical engagement when placed in the system. Instrument input failed to engage with the sterile adapter in multiple attempts, as a result of the broken input disk. A review of logs did not show a 22020 error code but failed on in-house system. The instrument was retested and failed engagement on multiple attempts. The monopolar curved scissors [470179-19/k11220530] was analyzed and found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. The large needle driver [471006-12/k11220725] was analyzed and found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. Hairline cracks were found on grip input shaft #7. Additionally, the instrument was found to have an engagement failure during in-house testing. The instrument passed recognition but failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of logs showed multiple 22020 error codes, indicating the installed instrument failed to engage. The maryland bipolar forceps [471172-16/n11210504 0032] was analyzed and found to have multiple input disks broken. Input disk #5, #6 and #7 were found completely detached from the base of the housing. The maryland bipolar forceps [471172-16/n11210504 0044] was analyzed and found to have multiple input disks both broken and cracked. Input disk #6 was found completely detached from the base of the housing. The broken input disk was not returned with the instrument. Hairline cracks were found grip input shaft #7. No cables showed any signs of fraying or breakage. As a result, the instrument cannot engage properly with the sterile adapters on the in-house system and loses intuitive motion functionality.

Event description:
It was reported that during the start of a da vinci-assisted prostatectomy radical w/o lymphadenectomy surgical procedure, universal surgical manipulator (usm3)'s carriage plastic was cracked, and surgeon reported instruments not gripping correctly. The procedure was completed as planned with no reported injury. Per related records involving multiple instruments: it was reported that during a da vinci-assisted surgical procedure, discs in the instrument housing was missing prior to the procedure or broken during the procedure as the instrument reached ¿failure to engage¿. There were 7 different instruments of the same issue in the same case with one patient being involved and while the patient was in anesthesia, the case was aborted for 5 hours and resumed later. Issues occurred on arm 1 and 3, arm 3 was replaced at the request of the surgeon despite a suspected issue in central sterile services department (cssd). Cssd walked through to investigate occurred following and made recommendations on increased rinsing cycle number and duration. Cssd manager had later suggested that there may have been an issue with the service of the washer. The case was resumed later following the arm replacement, after multiple instruments had broken. Other instruments were then inspected before use, on opening trays from cssd to discover that discs were already broken off and in the tray. The affected instruments are large needle drivers, prograsp forceps, monopolar curved scissors, and maryland bipolar forceps. Intuitive surgical, inc. (Isi) followed up with the field engineer and obtained the following additional information: it was during the same case where numerous instruments had broken discs but there were 2 other instruments that didn¿t follow correctly when the surgeon tried to control them. More than likely they were also damaged in the same way, but the discs were still attached from the information I had received. The cracked plastic was on the instrument carriage on the forward edge. It should have been identified during the procedure. It was during dr roberts first prostatectomy of the day as the arm was replaced and instruments sourced from a different hospital for the afternoon case. Isi followed up with the distributor and obtained the following additional information: ports were in, and the system was in use. Backup instruments were used until the issue continued, then the procedure was aborted until later that afternoon (post replacement of arm 3). There was no harm, patient was woken from anesthetic and then procedure resumed in the afternoon. It was discovered during our validation in february that the niagra washer had rinse aid connected to the robotic cycle, but unsure when in the last 12 months this changed. The niagra washer is only used as a last resort for robotic instruments if the 2 belimed index washers are unavailable. The autoclave settings for steam sterilizer were 134-degrees for 5 minute or 18 minutes. Belimed index washers or niagra batch washer, getinge steam sterilizer were the machines used during the process. Due to the difficult design, robotic instruments do go into our drying cabinets after washing, with the highest setting being 70-degrees. Ecolab neutrazyme was the surfactant/chemical used during the process. Patient demographic information is unavailable. The complaints were reported by nurse first assistant. The clinical sales representative (csr) was not present for the initial aborted case, but present when the case resumed to witness the broken discs. The surgeon insisted that the arm should be replaced as most issues (but not all) were related to that arm.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported "cracked plastic on carriage" was confirmed/replicated. Through visual inspection, the carriage top plate's plastic trim was found cracked along the gray plastic trim of the carriage top plate. The carriage top plate will be replaced as a fix to the reported problem. Presence pins screws will be replaced to accommodate the top plate replacement. Rfid and dallas pod cover will also be replaced. The unit was also reported for "instruments not gripping correctly" but could not be replicated. Multiple combination of instruments was successfully engaged, recognized and driven (large needle driver, medium large clip applier, 8 mm vessel sealer, prograsp forceps and sureform 60 stapler) and several sterile adapters on the unit during failure analysis in normal mode. All carriage gearbox and presence pins actuated properly with no issue. The unit also passed carriage lissajous, direction test sensors check, carriage switches, carriage strength, sine cycle, fan test, fiber test and all friction tests on the test platform. As a precaution to the reported grip issue, dofs 7, 8 rotor and gearbox will be replaced. Carriage will be upgraded to the latest revision. Signs of fluid intrusion on carriage main block and surface rust on all carriage gearboxes were present. All gearboxes and carriage main block will be replaced. All presence pins will be replaced to accommodate the carriage upgrade. The removed carriage will be reworked in the carriage rework cell. The complaint regarding usm carriage damage was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was reported that the plastic on the usm's carriage was broken. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Corrected information can be found in fields b1, b2, and h1.

Event description:
Refer to h10/h11 for follow-up information.